Event description:
Pt called in 2007 to report experiencing redness, itching, burning and watering in both eyes while wearing a pair of oasys trail lenses. The pt discarded the trial lenses and inserted revenue product several days later. The pt reported, the symptoms recurred after several hrs of contact lens wear. The treating optometrist reported the pt presented approx a month earlier, with complaint of burning, and photophobia for 4 days. The optometrist noted keratitis with cells and flare and "slight" iritis od. The pt ws instructed to discontinue contact lens wear and was treated with tobradex gtts qid. The pt returned for follow up one week later and symptoms had resolved. No further information is available; the pt did not return for any additional f/u visits. The product in question had been discarded and was not available for return. A lot batch review indicated that the lot in question did not show any abnormalities in monomer and solutions testing. All parameters tested were within specification. All sterilization requirements were successfully completed. All MDR reportable events are reviewed in quarterly management meetings. No further additional information is expected to be received.

Manufacturer narrative:
No conclusion can be drawn. See scanned page.